Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(6), and a direct relationship between the device and the reported heart transplant could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 1 inch from the pump housing and the distal portion measuring approximately 37 inches was returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. Approximately 8 inches of the sealed outflow graft was returned. The outflow graft bend relief was returned. A bend relief collar was present and secured with green suture. The outlet elbow was returned attached to the pump. Examination of the pump¿s blood-contacting surfaces upon disassembly of vad-60735 revealed no evidence of developed or adhered depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU rev. B is currently available. The IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heart transplant on (B)(6) 2021 due to the patient's status.